Event description:
It was reported that the handpiece continued to run on its own and heat up. This did not occur during a surgical procedure. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the rotor was corroded. The bearings, front housing, and rotor were replaced, along with other components.